Event description:
It was reported that the patient is being considered for a hip revision for unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided. Review identified the following: severe polyethylene liner wear and extensive osteolysis of the left hip arthroplasty. Prominent lateral heterotopic ossification. A definitive root cause cannot be determined for all the reported issues except for heterotopic ossification. No problem was found with the stem after review by an hcp in regards to the heterotopic ossification. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.